Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged yel 24ga x .75in retracted prematurely. The following information was provided by the initial reporter: material no: 381512 batch no: 0104316.   It was reported that it was already activated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/15/2021. H6: investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 150 unused and sealed representative units. Per bd policy, 76 units were randomly selected for testing. Visual inspection of the units revealed that there were no abnormalities or damage to the packages or units. It was also observed that none of the units had prematurely retracted within the sealed packages. The packages were then opened and the units removed to perform the retraction test. All 76 units remained intact until the activation button was depressed and retraction occurred. Premature retraction can occur during manufacturing, shipping/handling, or use but there was no evidence to suggest these scenarios occurred based on the provided representative samples. Bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard winged yel 24ga x .75in retracted prematurely. The following information was provided by the initial reporter: material no: 381512; batch no: 0104316.   It was reported that it was already activated.